Event description:
It was reported that the patient experienced an underdose and was admitted to the hospital. No patient symptoms were reported. The patient was not due for a refill until 2008. The hcp thought it could be withdrawal. The patient was currently on oral baclofen. The pump was used to delivery lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.